Event description:
It was reported to philips that multiple hardware components failed during maintenance on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the tsm swing arm, footswitch cable, and 19'' monochrome monitor, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).